Event description:
A patient was implanted with a prodisc c vivo device on (B)(6) 2025. The patient was experiencing neck pain and it was found that the implant had migrated anteriorly. The implant was removed on (B)(6) 2025 and the patient was fused.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo device on (B)(6) 2025. The patient was experiencing neck pain and it was found that the implant had migrated anteriorly. The implant was removed on (B)(6) 2025 and the patient was fused. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was not returned following the removal surgery therefore no device evaluation could be completed. Imaging was provided that showed the migration of the implant. There were no anomalies identified during the complaint investigation. The removal was completed due to anterior implant migration. The submission is 1 of 1 devices involved in this event.